Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with f-2; this condition had the potential to interrupt delivery. This condition was found in the emergency upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was neither confirmed nor reproduced during product evaluation. The assignable cause was not identified and no repairs were performed for the reported condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.